Event description:
During a routine hemodialysis treatment, a venous pressure low alarm occurred. It was determined that the extracorporeal blood circuit was clotted precluding manual rinsback of the pt's blood. The circuit was discarded resulting in a blood loss of approximately 225 cc. No medical intervention was required.